Event description:
During laparoscopic total hysterectomy, the tip of the harmonic ace broke off in the patient's abdomen. The piece was within view and was retrieved. The broken part of the device was compared to a new harmonic ace hand piece and no additional pieces were missing. The hand piece was being used with an ethicon harmonic scalpel generator 300. The active tip broke off of the hand piece. The broken piece is approximately 10.4 mm in length. The tip broke cleanly, leaving a smooth edge. There are several scratches on the broken tip. One side of the blade has a scratch approximately 4.8 mm long from the broken end, and also another scratch approximately 2.3 mm long at the distal end. The other side of the blade has a scratch approximately 4.1 mm long. There is no other visible damage to the hand piece. The hand piece trigger presses smoothly and does not stick.